Event description:
It was reported on (B)(6) 2016 from a nurse requesting a new programming system as she could not interrogate two of her patient's devices. She said that a rep had been out to help her once already and had unplugged the cable and reinserted it, with no replacement of the cable. The issue appeared to be resolved at that time, but she indicated that the issue is now still occurring. The nurse was asked about the tablet connection and it appeared that the connection at the usb port may be loose, but she couldn't confirm. The 9v battery was said to have been checked and that it stayed on a "long time," so she didn't think that was issue. It was not clear at the time if holding the cable resolved the intermittent issues. A new programming system was shipped to the physician. At this time the exact issue with the programming system is not clear. The tablet has not been received for analysis to date.